Manufacturer narrative:
The customer¿s report of a ¿battery missing¿ alarm was confirmed via the event log review, and replicated.. The event log review shows that although the pump initiated an alarm condition it did not power down immediately as the pcu was connected to ac mains supply but was powered ¿off¿' by the user. Initial visual inspection observed damage to the lower front case mounting points what appear to be indicative that the pump has suffered a physical impact. During the initial power ¿on¿ of the pcu into user mode during the investigation, the pcu exhibited a ¿battery missing¿ alarm condition requiring the pcu to be powered ¿off¿. When the battery screws were loosened by approx. 1/4 turn, the battery missing alarm was reproduced with heavy impacting on the bench. Without removing the battery pack from the pcu, the battery pack was re-seated by tightening the battery screws. The pcu was then powered ¿on¿ with no alarms or errors displayed. The root cause of the customer¿s experience was not definitely identified; but possible impact shock interrupted battery connections resulting in "battery missing" alarm.

Event description:
The customer reported that during continuous infusions of inotropes and sedation the device spontaneously alarmed for battery missing and immediately shut down ceasing the infusions. The patient's systolic blood pressure gradually decreased to a map (mean arterial pressure) of 47 with a map parameter of greater than 100. The map was below 70 for a duration of 5 minutes during new pump setup. The blood pressure was stabilized once the inotrope infusion resumed on a new device. After the event the patient required monitoring, and remained in the acute care area. The customer's report indicates unspecified intervention was required. The screws retaining the battery were all reportedly in place.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during continuous infusions of inotropes and sedation the device spontaneously alarmed for battery missing and immediately shut down ceasing the infusions. The patient's systolic blood pressure gradually decreased to a map (mean arterial pressure) of 47 with a map parameter of greater than 100. The map was below 70 for a duration of 5 minutes during new pump setup. The blood pressure was stabilized once the inotrope infusion resumed on a new device. After the event the patient required monitoring, and remained in the acute care area. The customer's report indicates unspecified intervention was required. The screws retaining the battery were all reportedly in place.